Event description:
It was reported that this right ventricular (rv) lead was left capped due to unknown product performance issues. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was left capped due to low shocking impedance. It low impedance was suspected to be cause by an insulation defect. No adverse patient effects were reported.